Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump's screen was frozen. Customer's blood glucose level was 500 mg/dl. The customer treated his blood glucose level with a pen. The insulin pump's buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.